Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. All keypad buttons are responding intermittently. Product analysis removed the keypad and found adhesive under the contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.

Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.